Manufacturer narrative:
Device was received with partially broken reservoir tube lip, case cracked at the reservoir tube window corner, and reservoir tube window cracked. A test reservoir was installed and the reservoir locked into place inside the reservoir tube properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the lip ring of the reservoir was damage. The blood glucose level was unknown. Customer stated that the reservoir was unable to lock into the place. Customer stated that discontinue use of the pump and revert to a back-up plan per health care professional. The insulin pump will return for the analysis.